Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to [add details from complaint here]. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced redness, softened skin, itching at the sensor site. The customer self treated by applying alcohol for disinfection, hydrocortisone ointment (prescription medicine) and bepanthen (over the counter ointment) for the issue. There was no report of death or permanent impairment associated with this event.